Event description:
Reportedly, the physician noticed a small piece of the trocar was missing from the trocar as it was removed from the pt cavity. It was noted that the tip was broken in two locations. One piece was detected and retrieved from the pt cavity to complete the case. Procedure: unk. Pt status: no pt injury reported.